Manufacturer narrative:
Bayer case number: (B)(4) because of the potential toxicity of these implants [toxic effect of unspecified metal], joint pain [joint pain] , hypersensation of the scalp ("electric" sensation). [Scalp hyperesthesia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-nov-2025. The most recent information was received on 19-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of metal poisoning ("because of the potential toxicity of these implants") in a 41-year-old female patient who had essure inserted (lot no. B44011) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiple caesarean sections. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced metal poisoning (seriousness criterion medically important), arthralgia ("joint pain") and hyperaesthesia ("hypersensation of the scalp ("electric" sensation)."). Essure treatment was not changed. At the time of the report, the arthralgia and hyperaesthesia had resolved. The outcome of metal poisoning was unknown. The reporter considered arthralgia, hyperaesthesia and metal poisoning to be related to essure administration. The reporter commented: period of occurrence: from end of 2013, after the insertion of essure. Patient's current status: the symptoms lasted for a few months and could not be explained by my general practitioner. I had physiotherapy sessions. Then they gradually faded away. Because of the potential toxicity of these implants, I began the process of having them removed, but the fact that I have had 3 caesarean sections may complicate the postoperative course and makes surgeons very hesitant. I have given up on this operation, but I remain worried about having all these heavy metals in my body and having to live with them for the rest of my life. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-nov-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Because of the potential toxicity of these implants [toxic effect of unspecified metal]. Joint pain [joint pain]. Hypersensation of the scalp ("electric" sensation). [Scalp hyperesthesia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of metal poisoning ("because of the potential toxicity of these implants") in a 41-year-old female patient who had essure inserted (lot no: b44011) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiple caesarean sections. On (B)(6) 2013, the patient had essure inserted. In 2013, she experienced metal poisoning (seriousness criterion medically important), arthralgia ("joint pain") and hyperaesthesia ("hypersensation of the scalp ("electric" sensation)."). Essure treatment was not changed. At the time of the report, the arthralgia and hyperaesthesia had resolved. The outcome of metal poisoning was unknown. The reporter considered arthralgia, hyperaesthesia and metal poisoning to be related to essure administration. The reporter commented: period of occurrence: from end of 2013, after the insertion of essure. Patient's current status: the symptoms lasted for a few months and could not be explained by my general practitioner. I had physiotherapy sessions. Then they gradually faded away. Because of the potential toxicity of these implants, I began the process of having them removed, but the fact that I have had 3 caesarean sections may complicate the postoperative course and makes surgeons very hesitant. I have given up on this operation, but I remain worried about having all these heavy metals in my body and having to live with them for the rest of my life. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.